Event description:
It was reported that the device was over-sensing post-paced t-waves. Reprogramming was recommended to decrease ventricular sensitivity. The patient was asymptomatic and no events were reported.

Event description:
New information received noted that post-paced t-wave oversensing issue remained. The device was reprogrammed and remains implanted.

Manufacturer narrative:
No medwatch form was received.